Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer refills old cartridges with insulin and uses cartridges past labelling. Tandem clinical support educated customer regarding cartridge labeling instructions. Customer¿s blood glucose level was 150 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.